Event description:
A consumer reported that following an intraocular lens (iol) implant procedure she has experience glare at night from oncoming headlights and she also noted glare on bright sunny day. She not able to see to read, letters had a shadow, does not really improve even with readers. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).